Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. There was no alleged device malfunction contributing to the blisters. The patient¿s physician advised placing clear tape of the blisters. Follow up indicated that the blisters improved.